Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient was having pain on their left side where their ribs are and under the ribs. The patient thought it was their stomach. The patient noted that they lost a lot of weight and reported that when they sit in the car and push on it, it becomes sore. The patient also reported that their toes were getting electrocuted ¿like crazy¿ and that they felt a burning sensation even when the stimulation was off. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they got shocked all over, left leg and hands. The patient reported that they haven¿t any fall or trauma. The patient reported that the manufacturer representative readjusted settings and it seemed like it helped. The patient reported that they were not sure because the programmer does not always work but after troubleshooting with the patient, the programmer issue was resolved. The patient established communication and the issue was resolved.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient stated that he is ¿wired¿ for right leg pain, and the spinal cord stimulation therapy helps the target pain well when it¿s set to a ¿medium¿ level (2.80 volts or 2.90 volts); however, when he turns stimulation up to around 3.20 volts, he feels ¿electricity¿ in his left leg, hands, cheek, and it seems to stimulation him all over. This sensation does not last because he lowers the amplitude back down to his ¿medium¿ level. It was reported that sometimes when he turns off stimulation after it had been set higher, it seems like he feels ¿diabetic shocks¿ in his legs. He noted that this does not happen every time, but it has ¿always kind of done it.¿ the patient does not know if it has something to do with his diabetic neuropathy or not. The patient noted that he has multiple medical issues that are unrelated to the spinal cord stimulation system includes; knee replacement, hip problems/pain, neuropathy, and the patient takes percocet. The patient has met with his health care provider about this issue who had x-rays of the back ordered. The health care provider found nothing remarkable with the x-ray results. The patient also met with a manufacturer representative who ran a test (last year in the winter), but she also did not find anything remarkable. The patient thought that the manufacturer representative had conducted a impedance check using the clinician programmer at the time. The patient did not describe the issues as sudden, noting that the issues have been present for ¿years.¿ the patient was redirected to follow-up with their health care provider regarding these issues. There were no further complications reported.